Manufacturer narrative:
MFR's report date: 4/13/2011. (B)(4). Product evaluated and customer's complaint of secondary back flowed into primary was verified in san diego however disassembly of valve by supplier resulted in normal finding. Root cause of back flow is undetermined. Although lot number unk, the smartsite laser number indicates this set was built between 10/26/2010 and 11/01/2010. The exp date would be either 10/01/2013 or 11/01/2013.

Event description:
Customer reported a 250 ml secondary antibiotic infusion that was mixed with lipids back flowed into the primary normal saline solution bag. This is a once a day infusion and since it was hard to determine how much of the antibiotic infused into the pt the infusion was held until the next day. They ran the infusion the next day as a primary. The customer said the solution was very thick and wonders if this contributed to the backflow.